Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized sometime in (B)(6) for an elevated blood glucose level over 600mg/dl and diabetic ketoacidosis (dka). The customer attempted to treat elevated blood glucose by delivering a correction bolus, but did not recall the type of treatment that they received while at the hospital. The customer was released from the hospital on either (B)(6) 2015. The customer attributed the high blood glucose to poor control/user error, but did not provide any details.